Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. Internal visual inspection found the ultrasonic flex was not properly secured into a connector on the processor printed circuit board. The ultrasonic flex was secured into the connector to correct the condition.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.